Event description:
Clinic notes dated (B)(6) 2014 reported that the patient had experienced a bit more seizures, some triggered by straining bowel movements. It was reported that the broken lead was initially not fixed because the patient had an axillary cyst which has now been drained, as reported in mfg report # 1644487-2014-01529. The patient¿s caregivers wanted to watch the patient¿s seizures a bit longer before moving forward. The seizure log appears to show increased seizure frequency in july. Previously at the appointment on (B)(6) 2014, there was no change in seizure at that time. Clinic notes dated (B)(6) 2014 reported that the patient had experienced increased seizures. It was reported the patient has been more constipated and with better bowel movements now after stopping a medication, they were waiting to see if the seizures decrease. High lead impedance was still detected. If the seizures do not improve with the improved bowel movements, the plan was to move forward with surgical replacement. The caregiver's would like to move forward with replacement at this time. Although surgery is likely, surgical intervention has not occurred to date.

Event description:
Clinic notes were received indicating that the vns patient¿s device showed high impedance. The patient¿s device was tested a various body positions and repeatedly showed high impedance. The patient was referred for surgery but no known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturing device history records were reviewed. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
It was reported that the patient's generator and lead were replaced due to broken lead wire. No additional relevant information has been received to date.